Event description:
The pt reportedly experienced intermittent sound quality issues. The pt was prescribed antibiotics (type unknown), programming adjustments were made and external equipment exchanged; however this did not resolve the issue. Advanced bionics is in the process of gathering move information. Once more information is received, a supplemental report will be submitted.